Event description:
It was reported that the procedure was to treat a 95% stenosis in the left circumflex marginal artery. Slight resistance was observed when advancing the 3.0 x 08 mm xience v stent delivery system (sds) through the 7f non-abbott guide catheter and then the stent would not cross the lesion. Slight resistance was also noted during removal of the sds through the guide catheter and upon removal, the proximal stent struts were observed to be flared. A new 3.0 x 08 mm xience v stent was used to successfully treat the lesion, resulting in 0% stenosis. There was no significant delay in procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible in the guide wire lumen and on the balloon, consistent with the sds advanced over a guide wire into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers. There were stretched struts in the first two rows of the distal end of the stent implant, confirming the reported stent damage. There were three bends in the hypotube distal to the strain relief tubing. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length, proximal and middle stent outer diameters were measured and met manufacturing criteria. The distal measurements were not taken due to the stretched struts. The guiding catheter used in the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported difficulties. An attempt was made to advance the returned sds through a new 6f guiding catheter but the stretched struts did not advance through the guiding catheter hub. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. There was no damage noted to the stent or catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is possible the sds was not properly supported during advancement in the guiding catheter, resulting in the reported resistance as the sds interacted with guiding catheter. Further manipulation as the sds was pushed against resistance would have resulted in the noted stent damage, which in turn would contribute to the failure to cross the lesion and further resistance during retraction. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to position/remove the guiding catheter for this lot. There is no lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are visually inspected online for stent damage.